Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing related issue was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) female patient is symptomatic of severe mitral stenosis secondary to structural valve deterioration of her bioprosthetic valve. She presented for evaluation of syncope and was determined she requires surgical intervention. A redo mitral valve replacement (mvr) has been scheduled for the near future. She underwent bioprosthetic mitral valve replacement with tissue graft five years and two months ago with an edwards bioprosthetic valve.

Manufacturer narrative:
Evaluation summary: the report of stenosis was confirmed through observed host tissue overgrowth. The report of structural valve deterioration could not be confirmed through visual observations. Report of thrombus was not confirmed with observations; however, fibrous (pannus) host tissue was observed on the inflow aspect of the valve. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect and at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 was open when received and would not close. Sewing ring and cloth had multiple cuts around the valve. Sutures remained attached around sewing ring. X-ray demonstrated wireform intact. The report of structural valve deterioration or thrombus could not be confirmed through evaluation of the subject device. However, host tissue (pannus) overgrowth was observed on the valve, causing stenosis. Host fibrous tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Event description:
Edwards received information that a (B)(6) female patient underwent redo-mvr, after an implant duration of five years and four months, due to symptomatic of severe mitral stenosis. During explantation, the valve leaflets were mostly normal with a small amount of thrombus on the lv side, but no restriction in leaflet movement or structural valve deterioration. She underwent redo mitral valve replacement with a non-edwards mechanical valve. The patient was weaned off cpb without issue. The patient was discharged home in stable condition on pod #8.